Event description:
It was reported that the ams700 inflatable penile prosthesis (ipp) cylinders and pump were removed due to unspecified reasons. An ams 700 12 cm cx device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.